Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, g7, h2, h3, h4, h6, (type of investigation, investigation findings, and investigation conclusion), h10, h11. Corrected fields: g1 (contact person¿mfg site). A getinge field service engineer (fse) evaluated the unit and confirmed the helium leak. The fse found the unit leaking > 25 psi/5 min. The tank and tank washer were re-seated, helium leak test was performed, and measurements were within specifications [leak < 9 psi/5 min.] Perform all functional, pneumatic and electrical safety tests. The fse performed the function check and calibration. The helium leak test was performed and passed to manufacture specifications. Repair was done during scheduled pm. The unit was cleared for clinical use.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.